Event description:
It was reported that the label of the box had a problem. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found the label in question is fraudulent. This label was not printed from any s+n global labeling controlled systems. A labeling expert certified multiple inconsistencies. The customer provided image and video display the fraudulent label. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. A review of the packaging specification found the carton label is product specific to the bill of materials. The complaint was confirmed and the root cause was associated with a falsified device. No containment or corrective actions are recommended at this time.